Manufacturer narrative:
This report is submitted on june 13, 2023.

Event description:
Per the clinic, the device was electively explanted under general anesthesia on (B)(6) 2023, in order for the patient to upgrade to a newer technology. The patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on july 11, 2023.